Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the malfunction without recurrence. The customer was instructed to call back if any issues occurred again and acknowledged the guidance.